Event description:
Litigation papers allege: on (B)(6), 2007, pt was implanted with a depuy asr hip on her left side. Sometime after (B)(6), 2007, pt learned that her hip needed to be revised. It was also discovered that there were high concentrations of various metallic elements in her blood.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.